Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the first pump was put in wrong. The patient was having internal bleeding and was all bloated up. The patient thought it was normal because he had swelling and purple and thought it was just from the surgery. The patient went to the doctor two weeks after the implant on (B)(6) 2015 and the doctor said it wasn't normal and he said we have to fix it and took him straight to the emergency room and had to reset it.